Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The distal segment of the drill was not returned for evaluation as it was inside the patient. The device inspection revealed the following: the received drill shows signs of intense usage. The drill was found to be broken from the shaft region.the flutes were found slightly blunt. The breakage surface reveals typical characteristics of a brittle fracture i.e. Relatively smoother surface at the center than at the edges. Since the breakage was brittle (sudden) in nature, there is evidence of abrupt features especially a plateau. Clinical opinion from a medical expert was reviewed: "it is well known to an expert user that a broken part of a drill which is completely embedded in the bone normally does not cause any harm. Therefore, no further surgical procedures in this special case are required." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The breakage of the drill happened due to bending overload evident by the breakage surface. The flutes of the drill were also significantly blunt hence requiring extra bit of force which ultimately contributed to the failure. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "during the femur osteosynthesis procedure, the doctor tries to perform the perforations for the proximal locking holes and the drill bit is fractured, another one of the same reference is used which also fractures."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during the femur osteosynthesis procedure, the doctor tries to perform the perforations for the proximal locking holes and the drill bit is fractured, another one of the same reference is used which also fractures."